Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had his first dose in (B)(6) 2016 after the pump was implanted. The patient reportedly only felt good for one month and then started to go downhill again. In (B)(6) 2016, it was reportedly found that the catheter line was broken. Morphine was going into the body and had pooled, so the catheter was repaired. The patient wasn't getting any better except for a few good days. On (B)(6) 2017, the dye study determined that the catheter was broken again and there was a cracked line in the spine. The entire catheter was replaced and the following day, the patient went into withdrawal with hot flashes, cold flashes, and chills. The pump dose was reportedly increased on (B)(6) 2017 and until the time of the call, the patient would sleep 24 hours a day unless he was woken up. The patient reportedly only got up to go to the bathroom and didn't eat or drink. It was noted that on the day of the call, the patient was more "with it." The patient reportedly saw the doctor again on (B)(6) 2017 and the dose was increased by 20%. The conversation was around depression causing the patient to sleep so much for living with the pain. The patient had another appointment for next week. It was noted that the patient was in pain all the time, and the patient's family member wanted the pump removed because their experience had been so terrible. The patient was reportedly working with his physician to optimize his therapeutic benefit. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the healthcare provider (hcp) indicated on (B)(6) 2016 the patient began experiencing the decrease in symptom relief. It was noted approximately (B)(6) 2017 the hcp noted no change. A second roller dye study was ordered for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - the consumer reported that a roller and dye study had showed the catheter was initially cracked "at the line where it connects to the pump," resulting in morphine dripping out of the location, as previously reported. It was reported the patient went through a major surgery to correct the issue. It was also reported when the catheter broke the second time, a few months later, they felt like they were not getting their medication and had the same symptoms as they had before. It was reported "this time the cracked line was higher." It was indicated the patient went through another major surgery to correct this issue. It was initially reported the catheter lines broke within months of each other, and then the consumer stated they both broke right before christmas in (B)(6) [2016]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018: the consumer reported that a roller and dye study had showed the catheter was initially cracked "at the line where it connects to the pump," resulting in morphine dripping out of the location, as previously reported. It was reported the patient went through a major surgery to correct the issue. It was also reported when the catheter broke the second time, a few months later, they felt like they were not getting their medication and had the same symptoms as they had before. It was reported "this time the cracked line was higher." It was indicated the patient went through another major surgery to correct this issue. It was initially reported the catheter lines broke within months of each other, and then the consumer stated they both broke right before christmas in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the last sentence in MDR follow up number 9 should have read, ¿the inability to inject dye on (B)(6) 2017 was related to the scar tissue, occlusion, and microfracture.¿ and included the following statement ¿no further complications were reported/anticipated.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that a roller dye study identified the catheter break in (B)(6) 2016. In (B)(6) 2017, the catheter was found to be occluded with scar tissue with a microfracture that caused the catheter to bend obstructing the flow of medication. The location of the break was unknown. The inability to inject dye on (B)(6) 2017 was related to the scar tissue, occlusion, and microleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient would be undergoing an MRI of the patient's "lumbar skeleton" to look at the pain that was located "where the pump goes". According to the consumer, the patient was "in so much pain, so often, every day" with pain that "starts in the back around the waist area and maybe a little lower and radiates to the patient's groin". The consumer was unclear as to when the patient's pain started, stating that it began 3 months prior to the date of the report, but then indicated that the pain had been present since the patient's pump implant and noted that the patient definitely had pain on (B)(6) 2016. The consumer noted that the patient had x-rays done of the sciatic nerve, but an MRI was needed. It was noted that the patient had an MRI of their brain prior to getting the pump. The consumer also reported that on (B)(6) 2017, a roller study was done that showed that the catheter was occluded or blocked. The consumer confirmed that the catheter was replaced on (B)(6) 2017 and the patient's dosage of morphine was dropped from 1.7602 to 1.0007. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter product ID 8780 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a family/friend of a patient. The patient was receiving morphine 5mg/ml via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient was doing well but then in mid-october, the patient started to need more oral medications to address pain. The patient had a change in symptom relief. The patient had their first refill on (B)(6) 2016, and they were told that the patient was still in a titration phase but that they were planning to do a dye study to check the system functionality just to be certain there were no issues. There was no set date for the dye study. The patient had started talking more pain medication after they were doing better with pain control for a time. The change in therapy was noted as sudden. The patient was taking percocet three times a day. Additional information received from a healthcare provider (hcp) on (B)(6) 2016. It was reported patient was to be scheduled for roller dye study to check for pump defects. The dye study was ordered on (B)(6) 2016 and had not yet occurred. The cause of the change in symptom relief/pain was not determined, and the symptom relief/pain had not yet been resolved. It was stated the patient had decreased relief from previous pump increases. Additional information received a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 5mg/ml at 1mg/day via an implanted pump. It was reported the patient was not receiving relief from pump. There was no known occurrences from any environmental/external/patient factors. A dye study was performed on (B)(6) 2017, the physician could not inject dye. The patient was scheduled for a catheter revision on (B)(6) 2017. On (B)(6) 2017, a catheter revision occurred, the catheter was replaced. The issue resolved at the time of report. The patient's status at the time of report was "alive-no injury." No further complications were reported/anticipated.

Manufacturer narrative:
The catheter (B)(4) was returned for analysis. Catheter analysis found no significant anomaly with the catheter. Damage was found on the catheter body which occurred at or after explant and did not affect infusion. The catheter (B)(6) was returned for analysis. Catheter analysis found a kink in the catheter body. The conclusion code (B)(4) applies to catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter conclusion code 77 has been applied to the 8780 catheter (n639511006). Correction: patient code (B)(4) (seroma) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-jul-05. The healthcare provider did not know what software card version was used to program the pump following the catheter replacement on (B)(6) 2017. It was noted that the update was done at a surgery center, and the printout of that visit was provided. The patient's daily dose of morphine [5.0 mg/ml] was decreased by 43%, from 1.7602 mg/day to 1.007 mg/day. The logs indicate that a catheter-only prime was performed, as the total prime volume was equal to the total catheter volume of 0.177 ml. The priming bolus dose was 0.8861 mg, for a duration of 11 minutes. It was reported that the patient's withdrawal symptoms had resolved. It was stated that the patient is a poor historian due to diminished mental capacity (early dementia). The patient comes in regularly with his wife for medication increases. No further complications were reported or anticipated.